Event description:
Philips received a complaint by the customer on the v60 indicating that a 1109 "machine pressure sensor autozero failed" alarm error appeared on the screen during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1109 "machine pressure sensor autozero failed" alarm error appeared on the screen during setup. The biomedical engineer (bme) was able to duplicate the reported issue and confirmed the 1109 error code in the event log. The customer requested troubleshooting as the flow sensor assembly was recently replaced. The remote service engineer (rse) advised the customer on checking the data acquisition (da) printed circuit board assembly (pcba) and reseating for pin alignment, and if the error continues, the rse recommended that the customer should replace the da pcba and da pcba to motor controller (mc) pcba cable; if the problem persists, the rse also informed the customer to replace solenoids 2 and 4. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 31jul2025, the biomedical engineer (bme) went through the system logs and could not find any associated entries. The bme called technical support and was told to inspect the data acquisition (da) printed circuit board assembly (pcba) connection to the flow sensor assembly. The bme disassembled the device, removed the da pcba, inspected the connector, and carefully plugged the da pcba into the connector on the flow sensor assembly. The bme then set up and started the device and found that the device ran without any errors. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.